Event description:
It was reported that: upon switching into mechanical mode of ventilation, the user noted a flat line for tidal volume. The user switched back to manual. The user then chose to cycle power to the machine and the device was functional. The user switched to volume and then pressure mode and the device functioned normally. The user then switched back to volume mode and the ventilator stopped working. The user could not recall if the device posted a ventilator failure message, however, the user indicated that an audible alarm and visual alarm was present for apnea. The user manually ventilated the patient to complete the case. No patient injury. A similar occurrence was noted the next day, however, the user was unable to ventilate the patient mechanically or manually after power cycling the device. The patient was ventilated with an alternate device. The user noted by occluding the scavenging hose, the device functioned normally; however, the machine was replaced during the case. No patient injury.